Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (line through display) issue. It was reported that the display screen could not be read safely. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/21/2017 with the following findings: investigation did not confirm the complaint of a "line in display". During the investigation, the display screen was fully functional, clear and legible. The pump was opened for further investigation and revealed the display flex was fully seated and secure in connector. Investigation did not duplicate the complaint.